Manufacturer narrative:
H11. Corrected data - updated section h6 (conclusion).

Manufacturer narrative:
(B)(4). Additional manufacturer narrative: the device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Patient prosthesis mismatch (ppm) is present when the effective orifice area of the inserted prosthetic valve is too small in relation to body size. Its main hemodynamic consequence is to generate higher than expected gradients through a normally functioning prosthetic valve. Ppm has been shown to be associated with worse hemodynamic function, less regression of left ventricular hypertrophy, more cardiac events, and lower survival. A manufacturing related issue was not identified. A definitive root cause could not be determined. If additional information is received a supplemental MDR will be submitted. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported that a patient with a 23mm valve implanted for six years, six months was being evaluated for a valve-in-valve procedure due to patient prosthesis mismatch, elevated gradients, severe aortic stenosis, paravalvular leak, and dyspnea. According to the physician, the patient had a mean gradient of 13 mmhg one month post operatively, so the patient does not appear to have had severe patient prosthesis mismatch but this may be playing some role given the patient's size and relatively small 23mm valve. The patient underwent a valve-in-valve procedure after an implant duration of six years, six months. A 26mm non-edwards valve was implanted successfully. The patient was discharged on pod #1.

Manufacturer narrative:
Reference (B)(4).